Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor. No prime alarm noted. The insulin pump was received with cracked case on display window corners, cracked battery tube threads, cracked reservoir tube lip and minor scratches on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a compromised force sensor system alarm while priming on the insulin pump. Customer's blood glucose was 200 mg/dl. Customer was advised to revert to a back-up plan. Customer will be sent a loaner pump.